Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. The usb cable was replaced to resolve the issue. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.